Event description:
A report was received that the patient underwent revision procedures for an unknown reason.

Manufacturer narrative:
Additional information was received that the revisions were to treat new pain areas as confirmed by patient¿s implanting and pain physicians. No further information was provided by the physicians.

Event description:
A report was received that the patient underwent revision procedures for an unknown reason.